Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead 2001 (B)(6); 5076 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead was capped and replaced due to a rise in threshold over a 6 month period. No patient complications have been reported as a result of this event.